Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the delivery device tore the trailing haptic of the lens upon insertion into the patient's right eye. The lens was removed and a back-up lens of the same model and diopter was implanted with no issues. The incision was enlarged and sutures were used. The patient's current prognosis is reported by the physician as doing well.

Manufacturer narrative:
Additional information: the lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.